Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test, would intermittently power on and was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported issue.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was evaluated following a reported issue on april 30, 2025, involving a failed self test, intermittent power up, and no ECG signal. The automatic self test failed early that morning based on the wrong type of electrode attached to the device. There was no evidence in the log that the device failed to power up and appeared to be powered up later during the day without issue. Various check pads advisories are observed in the log, but without the clinical log, it is not clear if a patient or a viable patient impedance is established. When the device was tested in service, it powered up normally, passed all self tests, and showed no problems with power, ECG or charging. All functions worked as expected, and no issues could be found. Based on the evaluation, the investigation for failed self test will be closed as device meet specifications. The investigation for intermittent power up and no ECG signal will be closed as no fault found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.